Manufacturer narrative:
The pump alarmed constant replace battery now alarm due to a corroded battery tube. We were unable to verify the audio alert anomaly due to the replace battery now alarm. The pump was received with a corroded battery tube and a corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issues. The customer¿s blood glucose level was 95 mg/dl. Customer was assisted with audio test and it failed. The device will be returned for analysis.